Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct event date was not provided. Device evaluated by MFR.: the device was received in two sections as a result of a break in the shaft at the lapweld and a complete circumferential tear in the balloon material. A visual examination identified a complete circumferential tear had occurred in the balloon approximately 2.6cm distal from the proximal edge of the proximal balloon sleeve. An examination of both sections of the balloon circumferential tear identified that a longitudinal tear also existed along the distal section of the balloon tear. This longitudinal covered a total length of approximately 4.4cm. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the tears. A visual and tactile examination identified that the shaft was completely broken at the lapweld bond (the proximal section of the balloon). The shaft (inside the balloon area) was severely stretched. It was noted that the shaft was severely bunched between the distal markerband and the tip. No issues were identified with the markerbands. A visual and microscopic examination identified no damage to the tip of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another balloon catheter. No patient complications were reported.

Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another balloon catheter. No patient complications were reported.